Event description:
It was reported that there was a check clutch and plunger lever arm alarm. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the top case was chipped on front corner. During flow and occlusion testing, the reported problem could not be verified. The root cause of the issue could not be determined. Replaced clutch half's left and right with leadscrew and spring as a preventative measure.